Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the auxiliary feed water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could be determined what the foreign material was. A component analysis was conducted on the foreign material detected at 28 mm from the tip, and organic silicon was found to be the white foreign material. Since the component is not derived from the endoscope but is contained in chemicals such as antifoaming agents and disinfectants, the foreign material was generated when a mixture of these substances became stagnant in the tube. There was no damage to the area where the foreign material was detected. Additionally, the reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "the inspection method for the suggested event is described in the operation manual: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.